Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms, low power alarms, and blinking green power and yellow wrench symbols was confirmed via log file analysis and evaluation. Log files, extracted from (B)(6), were evaluated and relevant data was reviewed. Throughout the entirety of the log files, while connected to the mobile power unit (mpu), intermittent low power hazard and no external power alarms activated due to losses of alternating current (ac) power. The alarms did not resolve for more than 3 seconds before reactivating. The alarms did not affect pump operation. No atypical alarms activated while connected to battery power. The reported event of alarms and blinking lights was determined to be due to a nonconforming capacitor on the mobile power unit power supply pcba. Abbott has initiated a corrective and preventative action (CAPA) to further address the observed issue. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the returned heartmate mobile power unit (serial number (B)(6) was evaluated at the service depot. The mpu was powered on, and the unit did not supply power as intended, confirming the complaint. The issue was traced to the power supply assembly. The customer was provided a new unit and the returned mpu was forwarded to product performance engineering (ppe) for further analysis. The forwarded mpu was disassembled, and visual inspection revealed a damaged and electrically compromised capacitor on the power supply printed circuit board (pcb). No external power alarms and flickering yellow wrench / green power indicators were reproduced while the damaged power supply pcb was in use. The root cause of the reported event was determined to be due to a compromised capacitor on the mpu¿s power supply assembly. A manufacturing task has been opened to further investigate this issue. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The event log file from hsc-142722 contained mostly system controller clock corrupt events. The recorded data appeared to contain unusual voltages while connected to an mpu. A system controller sync was performed at 11:40:28 on (B)(6)2024. The cause of the unusual voltages seen on hsc-142722 was identified to be a malfunctioning mpu and the mpu was exchanged for a new one. The mpu was exchanged due to it giving inconsistent alarms toggling between power being received from the wall and a yellow wrench alarm on the mpu. The patient was fine and would continue to follow-up in clinic.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms, low power alarms, and blinking green power and yellow wrench symbols was confirmed via log file analysis and evaluation. Submitted and downloaded event log files, extracted from (B)(6), were evaluated. Throughout the entirety of the log files, while connected to the mobile power unit (mpu), intermittent low power hazard and no external power alarms activated due to losses of alternating current (ac) power. The alarms did not resolve for more than 2 seconds before reactivating. The backup battery was able to provide power to the system without issue during each loss of power. Pump operation was not affected. No atypical alarms activated while connected to battery power. An event log file, extracted from (B)(6), was submitted for evaluation. Throughout the entire log file, while connected to the mpu, intermittent low power hazard and no external power alarms activated due to losses of ac power. The alarms did not resolve for more than 3 seconds before reactivating. The backup battery was able to provide power to the system without issue during each loss of power. The alarms resolved once the system controller was connected to battery power. No physical anomalies were observed with the returned heartmate mobile power unit (serial number (B)(6)). The mpu was plugged into an ac power source. The unit did not power on as intended, confirming the complaint. The issue was traced to the power supply assembly. The customer was provided a new mpu and the returned mpu was forwarded to product performance engineering (ppe) for further analysis. The forwarded mpu was reconnected to ac power and the reported issue of a flashing yellow wrench and green power symbol was confirmed. The flashing symbols were consistent with the mpu constantly restarting. A system controller was connected to the unit and replace power alarms activated. Circuit analysis of the power supply printed circuit board (pcb) revealed there was a fluctuating voltage at the output of transformer t1. Due to the voltage fluctuations, the pcb did not provide a steady output of 15vdc required to power the main pcb. Information provided by the account stated the cause of the unusual voltages was determined to be the mpu and the issue resolved after the mpu was replaced. The root cause for the reported event was determined to be due to a damaged component on the power supply board; however, a root cause for how the damage occurred was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power and low voltage alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 6 ¿patient care and management¿ states high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular assist device to stop. In the hospital environment, maintaining a relative humidity level of at least 20% is acceptable. The risk for electrostatic discharge (esd) events is increased below 20% relative humidity. Avoid activities that may cause static electricity and discharge any buildup by touching a metal surface before handling lvas components. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.